Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse from a hospital called in stating that the patient's insulin pump is not functioning properly. Attempts were made to get further information, however was not able to. No further information reported.